Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue may have occurred because the output activation in seal & cut mode was performed with the grasping section closed without grasping any tissue (including after tissue resection), which resulted in wear of the tissue pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the tissue pad on the thunderbeat device had worn out. There was no patient involvement.